Event description:
An acculink was deployed on an acute bend and upon removal of the accunet, it became caught on a stent strut and the basket was re-deployed and broke off the wire inside the stent. The physician tried to remove the filter basket with forceps, but was unsuccessful. A buddy wire wa inserted through the stent behind the filter and a balloon catheter was inserted to expand the stent further and the filter basket was partially apposed to the stent wall. The balloon was removed and an acculink was inserted, but it was unable to cross through the first acculink stent was removed undeployed and a vascular surgeon was notified. The patient was transported to another facility to be scheduled for surgery; however, additional information received indicated the physician was able to go percutaneously through the existing sheath from the previous procedure and was able to advance a guide wire and glide catheter behind the filter basket. Another wire was advanced through the glide catheter and using a stent, the filter basket was apposed against the vessel wall. The patient was discharged approximately two days later.